Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device exhibited a high out of range pacing impedance measurement of greater than 2500 ohms on the left ventricular channel. The cause of the impedance issue was not determined and the system was reprogrammed and remains in service. No adverse patient effects were reported.